Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: part of the tissue pad peeled off because the seal and cut was output when the gripping part was not holding anything (including after the tissue had been cut). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the tissue pad was worn down and the tip was peeled off. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide updates to the following fields of the previously submitted report: updated fields: d4 - lot #, d4 - expiration date, h4 - device mfg date.

Event description:
No additional information received from customer.